Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during fill one of five of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. The hp stated that there were lots of air bubbles in the patient line. During troubleshooting, nothing was found that could have caused or contributed to the air in the patient line. Renal therapy services (rts) assisted the hp in ending therapy and removing the cassette. Rts advised the hp to start over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.